Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: live call received from customer facility contact, who reported that the streamline bloodline set for dialog devices detached during use on a patient. While receiving treatment, it was noted that the lines were dripping blood out of the arterial side. The line just snapped leaving the screwed in part remained in the dialyzer. The nurse was right there when it happened and was able to stop treatment - put a whole new system on and resumed treatment on the patient. Reportedly the snap occurred about two minutes into treatment - they were not able to return the blood that was already removed from the patient, back to the patient. Subsequently, the patient loss about 200 ccs of blood - this was not a critical event for this patient; the patient was ok. The device was discarded but pictures are available for evaluation. Everything went as expected all tests were passed during the initial set up. Occurred on saturday. Patient was stable after treatment.